Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr ous 3.00 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. The first stent rows on both the proximal and distal end of the stent are slightly flared. The undamaged section of the crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were found. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-feb-2017. It was reported that crossing difficulties were encountered.   The target lesion was located in the mildly calcified left anterior descending (lad) artery. After pre-dilation, a 3.00x12mm promus element ¿ stent was advanced but failed to cross the lesion. The procedure was completed with a different device. However, returned device analysis revealed stent damage.